Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit has an error code message of pressure regulation high. It is unknown if the device was clinical use at the time the issue was discovered, but there was no patient harm reported.

Manufacturer narrative:
The fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Fse performed final testing per service manual, unit passed all testing successfully. Unit ready for patient use. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.